Event description:
It was reported that the vns patient underwent surgery to wash out the generator site due to a post-operative infection following replacement surgery. Additional information was received from the surgeon stating that cultures were negative and confirming normal device function. Review of manufacturing records confirmed sterilization for the generator prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution.